Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented with heart failure symptoms and elevated pulsatility index (pi). The pump's power is normal; however, the pump sounds funny. The patient was admitted and the patient's lactate dehydrogenase (ldh) increased. Review of the log file indicated the pump's actual speed was not being maintained throughout the log file. No other abnormal events were noted. Add'l info indicated that the patient had a pump exchange due to suspected thrombus and the patient hemolysis.